Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Insulin pump passed the delivery accuracy test at 0.0876 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level was 629 mg/dl. Customer experienced symptoms such as thirst. The customer stated the other blood glucose level was 599 mg/dl, 219 mg/dl, 218 mg/dl. Customer allege insulin pump was under delivering. The customer was treated with intravenous insulin. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.